Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device will be returned to the customer.

Event description:
A third-party service agent reported to physio-control that the customer's device had a white display. The main screen could not be accessed. A white display is indicative of a device lock-up. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed user interface pcb assembly. It was determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly having corrupted memory. This ic chip, designator u2, having a corrupted memory, caused the device to lock up with a white screen and to not complete its boot cycle.